Event description:
Customer reports one incident of a blood leak on reuse #2 in the middle of a pt treatment. Noted by a blood leak alarm and visible blood in the dialysate. Confirmed with the hemastix. Estimated blood loss was approximately 150 cc's. Treatment was returned with a new dialyzer and new bloodlines without incident. No pt injury or medical intervention reported.